Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg is no longer able to communicate with the charger and programmer. In turn, the pt is no longer receiving stimulation. As a result, the pt plans to undergo surgical intervention.